Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a gap between female connector (dark blue) and mainbody (light blue). This issue was noticed during replacement of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device and photograph were received for evaluation. A visual inspection was performed with the naked eye and noted that the female connector was not flushed to the main body. The female connector, main body and chip were secured in position together and not loose. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.